Event description:
On removal of handle from inserted cup, thread end disassociated from handle, exposing unsterile interior of handle into patient. The thread was stuck in the shell and necessitated complete removal and discarding implanted shell.

Manufacturer narrative:
Examination of the returned devices confirms damage to both internal and external threads of the impactor, and damage to the internal threads of the acetabular cup. The root cause is attributed to inadvertent user error. A search of the complaints databases finds no other similar reports of thread disassociation against the instrument part/lot code combination. The search did not find any reports against the acetabular cup product/lot code combination. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.